Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, noticed that the lens had a defect in the center. So, they have explanted the lens during initial procedure. Since the iol (intraocular lens) was implanted and then explanted, thus became contaminated and fragmented, it has been discarded and therefore could not be returned.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).